Event description:
The customer reported that air bubbles passed the uabd and reached the pt's catheter with no alarm condition. There was no pt injury or medical intervention. The machine passed the 7 microliter bubble test 15x.